Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.2, repeat: 5.0, lab: 1.1. Inratio and lab result were run within 15 minutes of each other.

Manufacturer narrative:
Investigation pending.